Event description:
Physician reported, "capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: the event medical code is not possible observed. Additional observations: crease fold observed, on the device. Wear abrasion observed, on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported "capsular contracture - baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the left side

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Physician reported "capsular contracture - baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the left side.